Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was missing, and that there was debris on the guide rail. The customer confirmed the o-ring was not located on the pneumatic tap and was able to remove the debris from the pump. Customer successfully loaded a new cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.